Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. (B)(6), the pt, reported she had hemorrhoidectomy in (B)(6) 2009. An on-q pump was used for this surgery. The catheter was placed somewhere in the middle of her hip area on her back. She has been experiencing back pain since the surgery. (B)(6) also reported her MRI showed a tear in l4 and a bulging disc in l5. She was concerned if the medication in the pump or the location of the needle might have caused this condition. She had given the surgery report to an attorney. (B)(6) requested I-flow not to contact her physicians.

Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided; therefore the device history records could not be reviewed. Results: the info contained in this complaint is from the pt calling in to inquire about the medication and/or needle placement. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: no customer contact can be made at this time due to the pending or threatened litigation.